Event description:
It was reported that during boot up the system displayed cine disk not available message. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. All connections to cine drive, cine bridge, power supplies, fuses and gpos were evaluated and reseated. The system was tested and found to be working as intended and returned to service.